Event description:
It was reported that log files were sent for review and captured what appeared to be a system controller exchange on (B)(6) 2025. Since the controller exchange, there were numerous low voltage advisory and hazard events throughout the log file while using battery power. These were all due to normal battery depletion. Also noted, the patient was sleeping on battery power which was not a recommended practice. The equipment was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
G3: please note this report submission is not late. The report is submitted passed the report due date, based on missing 2nd acknowledgement from the previous report. This is caused by an FDA esg server issue. This issue is documented in helpticket (B)(4). Manufacturer's investigation conclusion: the reported event of an unknown controller exchange was confirmed via the log files. A review of the submitted controller event log file spanned approximately 17 days (01jan2000 and 23jun2025 ¿ 08jul2025 per time stamp). In the beginning of the log file, there was a controller clock corrupt alarm active. This is indicative of the backup controller backup battery losing charge while not in use. This will reset the clock to a default of 01jan2000. The alarm cleared immediately after the clock was set to 23jun2025 which is when the driveline was connected. There were no other alarms active in the log file. A review of the submitted controller periodic log file showed 18 events spanning approximately 16 days at 1-hour intervals (23jun2025 ¿ 08jul2025 per time stamp). Due to the low record numbers recorded in the log, this was likely the patient¿s backup controller that got exchanged to after the primary controller was exchanged. There were no alarms active in the log file. The hm3 system controller, serial (B)(6) was not returned for analysis. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all the system controller alarms. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.